Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 2:00pm at home. Caller stated that the end-user performed a blood glucose test with his prodigy meter and received a result of 525mg/dl. A normal result for that time of day for the end-user is usually around 150-190mg/dl. The caller stated that the end-user was feeling nauseous and felt dizzy and paramedics were called about 5 minutes after testing. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived in about 10 minutes and the caller stated that the paramedics tested the end-users blood glucose with their meter but she does not recall what the result was. Paramedics also tested with the end-users prodigy meter and received a result of 444mg/dl. The end-user was transported to (B)(6) hospital located at (B)(6). Upon arriving at the hospital the end-users blood glucose was 560mg/dl. Caller stated that the end-user was given insulin by the ER doctors. Caller stated that the end-user was in the hospital for 4 hours and he was discharged with a blood glucose of 248mg/dl. Caller stated the end-user takes insulin but she in unsure of the dosage and frequency. No additional information was provided.

Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of suspected meter and strips (meter serial# (B)(4) and strip lot#: d210816b-1). Because suspected meter and strips were not returned to okb, the retained strips with same batch were used to re-test by the retained meter (serial#: (B)(4)) with any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results as below met the acceptance criteria, and desiccants of the strip vial are functional (orange color). Test results (level low: 55/56; level high: 309/300) met the acceptance criteria (level low: 30~75; level high: 230~340). The root cause of the complaint was unable to be verified without receiving suspected products and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.